Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty filling the inner balloon bolster was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20fr tri-funnel replacement gastrostomy tube. The sample appeared free of obvious usage residues. The balloon was not inflated. The outer bolster was positioned near the infusion ports. An attempt to fill the internal balloon bolster using a 20ml syringe revealed the fill lumen to be patent. The balloon was successfully filled and appeared symmetrical. During filling, a leak was observed emanating from a site near the halkey-roberts valve housing. Microscopic inspection of the leak site revealed a small hole in the tubing just distal of the valve housing. The spit exhibited a striated texture and glossy veneer. The glossy veneer and striated texture were consistent with pattern transfer resulting from contact between the device and a grind-sharpened instrument; however, it could not be determined when/how such contact occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that the balloon did not inflate during the inflation test before use for the patient. 11/15/2017 - returned device shows a leak near the valve.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the balloon did not inflate during the inflation test before use for the patient. (B)(6) 2017 - returned device shows a leak near the valve.